Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue.

Event description:
Report received, during patient use, the ventilator became inoperable. The patient was removed from the ventilator. No harm to the patient reported.